Event description:
The technician alleged that the brake caster would brake and hold but would swivel when pushed from the side. No injury reported.

Manufacturer narrative:
The technician found the brakes are worn. The technician replaced the brake casters to resolve the issue.